Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a procedure, there was a significant pericardial effusion noted on ice while mapping in the left atrium with the advisor hd grid catheter following treatments with the volt pfa catheter. The patient experienced depressed blood pressure, heparin was stopped, and the physician elected to perform pericardiocentesis. ~500ml of blood was removed from the pericardium, which stabilized the patient. A vacutainer was placed and removed the next day following a repeat echocardiogram. The measured o2 saturation of the blood drawn back from the pericardium was 87% and blood drawn directly from the right atrium was 89% which seems to indicate a higher likelihood of a right atrial perforation. The patient is stable and will be monitored overnight.